Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device showed system failure. No patient injury reported.

Manufacturer narrative:
Other text: b3: date of event is unknown h6 evaluation codes: updated h3: updated one infusion pump was received for evaluation. Visual inspection found both tamper seals broken and third-party seals present. The device was observed to have a non-OEM battery, cracked bottom case, and cracked bottom door. The device?s event history log was reviewed for evidence of the reported event, ?primary audible alarm? Power up self-test, was found in the log. To conduct functional testing, the was powered up and an audio and occlusion test were performed. Upon testing it was revealed that the reported problem couldn?t be duplicated, but it was noted the interconnect board had a high profile c9 capacitor present. As a preventative measure the interconnect board was replaced. The device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - clinical signs and symptoms or conditions corrected. Health effects - health impact corrected.